Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Reprogramming was performed. No adverse patient effects were reported. At this time, this device remains in service.